Event description:
Call transferred from psr (B)(6). Spoke with pt who said the pump was saying "no disposable pump won't run", she switch to another pump same thing, so then she used a new cassette and pump is running without any issues. She believes the cassettes are faulty and provided the lot# 4173614. No injury or delay in therapy. No side effects or other issues reported. Patient is at maintenance. Dose 44 nkm, 35 ml/24hr pump rate. Using 3ml remodulin 5 mg/ml every 48 hours. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.